Event description:
A social worker called inquiring about the customer's supply order. Found that the customer had been hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.